Event description:
A medtronic representative reported that the navigation system was unresponsive. To troubleshoot the issue, the medtronic representative removed the core files on the navigation system computer. This did not resolve the issue.this issue was observed while servicing the system; there was no patient present when this was identified.

Manufacturer narrative:
Correction to event date, date of this report, date received by manufacturer, and additional values for report source provided.

Manufacturer narrative:
The hardware investigation found that the returned computer had a hardware issue. The computer had low voltage cmos battery upon receipt. The internal switch was reset and the computer stopped booting at kernal panic error. It was not possible to verify the reported unresponsive behavior as the computer would not boot. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, tested the system and reported the computer was slow and the navigation was intermittent. Replacement computer shipped to site for issue resolution. On 05-mar-2015, a medtronic representative replaced the computer and performed a navigation system check-out, all areas passed. Medtronic representative reported the system functioned normally after computer replacement. No parts have been received by the manufacturer for analysis.